Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) canada alleging that the onetouch ping meter has black marks on the display. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue first began possibly on (B)(6), 2010 at approximately 11:30am. Per csr documentation, the patient indicated that the black mark started off as a "black ink eye" on the screen and eventually the black mark grew to obscure the display screen. The patient indicated he manages his diabetes with an insulin pump. In response to the alleged issue, the patient indicated he adjusted and estimated his humalog insulin based on his target blood glucose range. The patient denied developing any diabetes symptoms as a result of the alleged issue; the patient indicated he has been a diabetic for 40 years and "knows all the tricks". The patient also denied testing with another meter. At the time of troubleshooting, the csr verified that there was no misuse of the lfs product. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient developed symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken/cracked display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.